Manufacturer narrative:
The UDI number for this device is not yet required. The actual device was not available for evaluation. Therefore, the failure investigation was limited to assessment of information provided by the user facility and quality documents. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined, the event description provided by the user facility indicates that a potential root cause for the difficult sheath removal may have been related to the sheath expansion through a previously placed stent in which the sheath may have been too large and became stuck on the previously placed stent. The device labeling does address the potential for such an event in the instructions-for-use, which states: "it is highly recommended to verify that the size and condition of the vessel is appropriate for the size sheath chosen." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported that the stent latched onto the sheath during a procedure. Follow up communication with the user facility confirmed the following information: the solopath device was used for a gore tag procedure; the sheath was used through a previously placed balloon expandable stent; the stent latched onto the sheath and was removed with the sheath; little extravasation was seen; covered stents were deployed over previously stented area; the procedure was completed successfully; and the patient's condition was reported as very good.